Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported flat. This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported flat. This record is for a left side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6